Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that the device was reprocessed incorrectly. The user¿s understanding on device handling/reprocessing steps was different from the recommended procedure by olympus. Olympus experts had conducted training on correct device handling at the facility. The instructions for use states the prevention methods associated with the event in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit by the endoscopy support specialist (ess), the user facility staff did not use the air/water channel cleaning adapter during precleaning. The technician was informed about the process for using the air water channel cleaning adapter and all of the pre-cleaning steps. No patient infections or injuries reported.